Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set broke at the hub of one of the y-sites. This occurred during an unspecified process step, in the emergency department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: e4, h6, h11. Correction: b5, d1, d3, d4, g1 address, g4. B5: update "an unspecified access set" to "a clearlink system continu-flo solution set". G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.